Event description:
Report received from the USA stating that the "footplate broke off during procedure." The device was being used in surgery. No pt injury reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach and therefore not evaluated. If add'l info is received, a supplemental report will be sent. (B)(4).